Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR arjountleigh (B)(4) (registration#9681684). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) (under registration #9617021). As of (B)(4) 2010, that number was re-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh magog, inc. And any medwatch reports will be submitted under registration #9681684. (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Resident was being transferred from wheel chair to bed using a floor lift and a clip sling. It was reported by the psw that due to continuous movement in sling caused by resident suffering from parkinsons, the left leg clip detached from the dynamic positioning system (dps). The resident slid out of the sling. The position of the lift was such that the dps was close to the floor, minimizing the fall. No injuries were sustained by either the resident or the staff.